Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration was acceptable. The qc showed that 1 level was out of range. The alarm trace showed "abnormal probe sucking" and "sample short" alarms. The field service representative replaced the valve blank, the ise (ion-selective electrode) probe, and the sipper probe. He found salt buildup on the ise drain nozzle, and he cleaned it. He adjusted and replaced the sample probe. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect cl for gen.2 results for 2 patient samples on a cobas 6000 c (501) module. Patient 1: the initial cl result was 130 mmol/l, and the repeated result was 98 mmol/l. Patient 2: on (B)(6) 2025, the initial cl result was 138 mmol/l, and the repeated result was 103 mmol/l. The repeated results were obtained on another module. The samples were repeated because data flags were present on other results. The repeated results were believed to be correct.